Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported for difficult to open or close (gripper actuation), difficulty in removing the gripper line and for break (gripper line break during removal) from this lot. All available information was investigated, and a definite cause for the reported gripper actuation issue could not be determined. Additionally, a definite cause for the reported difficulty in removing the gripper line in this incident could not be determined. The reported gripper line break appears to be a result of the difficulty in removing the gripper line as the line broke during removal, therefore, related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issue, difficulty removing the gripper line (gl), and gl break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3+. While attempting to grasp leaflets, the posterior gripper would not lower as the gripper lever was advanced. Troubleshooting attempts were done, and after cycling it a couple of times the gripper suddenly dropped and grasped the leaflets. The clip was closed and successfully deployed reducing mr to 1. Resistance was felt during gripper line flossing but was able to be retracted a few centimeters. During gripper line removal, resistance was felt and the gripper line broke. Both pieces of the gripper line were successfully removed and no gripper line was left behind in the patient anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.